Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to a high blood glucose level of over 300 mg/dl. Customer's blood glucose level was 478 mg/dl when he took insulin. However, his blood glucose level went up to 498 mg/dl and then 524 mg/dl. His blood glucose level was fluctuating. The customer experienced about 20 seizures from (B)(6) 2015 to (B)(6) 2016. The customer has a brain condition that causes seizures when his blood glucose level goes high. He was wearing the insulin pump at the time of the emergency room visit. The insulin pump alarmed no delivery. The device was not returned.